Event description:
Gcm received an email on (B)(6) 2024 from mr (B)(6), a biomedical technician from althea france sarl regarding a pump kit, cadd-solis hpca pib, model 2110, french 1/ea with item number 21-2111-0300-02 and serial number (B)(6). It was stated in the report that there was a start-up alarm ( code: 541541). The event date is unknown. There was unknown patient involvement. Aivan (B)(6) 2024.

Manufacturer narrative:
D9: (B)(6) 2024. H3: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the device was alarming 41541, which points to a faulty latch lock sensor. The latch lock sensor was replaced to resolve the issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a start-up alarm (code: 541541). There was unknown patient involvement.